Event description:
Caller reported that pump malfunctioned after exposure to an airport security scanner, displaying malf 3 which was not resettable. The blood glucose level of the customer did not exceed 500 mg/dl, indicating no adverse impact. The customer opted to use multiple daily injections (mdi) as a backup therapy while awaiting a replacement from technical support, as the pump was out of warranty, and declined an out-of-warranty loaner pump.